Event description:
While using a g137, they allege that handpiece is getting warm;.no injury resulted. During investigation of returned product it was found that there was a damaged water flow control on the handpiece cable. There has been a previous report received where lack of water flow has caused an overheating insert.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. After inspection found w2h reg,needle valve,hp flow cntrl damaged and damaged water flow control on the handpiece cable. Replaced damaged/worn components and recalibrated unit to factory specs. DHR review is not required since return product is evaluated. In conclusion, return product evaluation showed damage water flow control on the handpiece causing the hp to get hot. No trend is identified at this time we will continue to monitor.